Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneously high ise (ion selective electrode) patient results on the au5800 clinical chemistry analyzer. No issues were reported for qc results. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.